Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal, high increase in chronic pain, every month during ovulation and my period') in an adult female patient who had essure (batch no. 50529422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, mood swings, numbness, nerve pain, paraesthesia of limbs, painful intercourse, painful periods, ovulation pain, lower abdominal pain, vaginal pain and back pain. Concurrent conditions included overweight, neuropathy and syringomyelia. Concomitant products included cefixime (flexeril) since 2013, escitalopram oxalate (lexapro) since 2012, lorazepam (ativan) since 2013 and oxycodone hydrochloride;paracetamol (percocet) since 2013. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), libido decreased ("hormonal changes: low libido"), night sweats ("hormonal changes: night sweats"), hot flush ("hormonal changes: hot flashes"), ovulation pain ("hormonal changes: ovulation pain"), hypoaesthesia ("neurological conditions or problems: numbness"), neuralgia ("neurological conditions or problems: nerve pain"), paraesthesia ("neurological conditions or problems: tingling in extremities"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), mood swings ("psychological or psychiatric problems condition: mood swings") and dyspareunia ("pain during intercourse") and was found to have weight increased ("weight gain"). In 2013, the patient experienced micturition urgency ("bladder or urinary problems or changes: urgent urination"), pollakiuria ("bladder or urinary problems or changes: frequency urinary") and vaginal discharge ("vaginal discharge increase in vaginal discharge"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), feeling abnormal ("neurological conditions or problems: brain fog"), vulvovaginal pain ("vaginal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, neuralgia, feeling abnormal and back pain was resolving, the vaginal haemorrhage, menorrhagia, micturition urgency, pollakiuria, dysmenorrhoea, fatigue, libido decreased, night sweats, hot flush, ovulation pain, hypoaesthesia, paraesthesia, depression, anxiety, mood swings, weight increased and dyspareunia outcome was unknown and the vaginal discharge and vulvovaginal pain had resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, hot flush, hypoaesthesia, libido decreased, menorrhagia, micturition urgency, mood swings, neuralgia, night sweats, ovulation pain, paraesthesia, pollakiuria, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight:170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal, high increase in chronic pain, every month during ovulation and my period') in a 32-year-old female patient who had essure (batch no. 50529422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, mood swings, numbness, nerve pain, paraesthesia of limbs, painful intercourse, painful periods, ovulation pain, lower abdominal pain, vaginal pain, back pain, scoliosis, hyperopia, breast feeding, joint pain, knee injury, atopic dermatitis, somatic dysfunction, post coital bleeding, musculoskeletal pain, foramen magnum stenosis, asthma and paratubal cyst. Concurrent conditions included overweight, neuropathy, syringomyelia and endometriosis. Concomitant products included atropine, cefixime (flexeril) since 2013, citalopram, diazepam, escitalopram oxalate (lexapro) since 2012, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ketorolac, ketorolac tromethamine (toradol), lorazepam, lorazepam (ativan) since 2013 and oxycodone hydrochloride;paracetamol (percocet) since 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge increase in vaginal discharge") and dyspareunia ("pain during intercourse"). In (B)(6) 2012, the patient experienced libido decreased ("hormonal changes: low libido"), night sweats ("hormonal changes: night sweats"), hot flush ("hormonal changes: hot flashes") and ovulation pain ("hormonal changes: ovulation pain"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced hypoaesthesia ("neurological conditions or problems: numbness"), neuralgia ("neurological conditions or problems: nerve pain"), paraesthesia ("neurological conditions or problems: tingling in extremities"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and mood swings ("psychological or psychiatric problems condition: mood swings"). In 2013, the patient experienced micturition urgency ("bladder or urinary problems or changes: urgent urination") and pollakiuria ("bladder or urinary problems or changes: frequency urinary"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), feeling abnormal ("neurological conditions or problems: brain fog"), vulvovaginal pain ("vaginal pain"), back pain ("back pain"), asthenia ("weakness"), genital haemorrhage ("spotting"), bone pain ("skeletal pain"), myalgia ("muscle pain"), scoliosis ("have scoliosis"), intervertebral disc degeneration ("degenerative disc disease"), headache ("headache"), nausea ("nausea"), neuropathy peripheral ("neuropathy"), pelvic pain ("chronic pelvic pain female"), abdominal distension ("bloating thats make you look pregnant"), alopecia ("hair loss"), dyspepsia ("digestion issues"), insomnia ("insomnia"), breast pain ("achy breast"), neck pain ("neck pain"), coital bleeding ("bleeding with intercourse"), constipation ("constipation"), inflammation ("inflammation") and pneumonia ("pneumonia") and was found to have spinal cord neoplasm ("2 cyst in spinal cord"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, neuralgia, feeling abnormal and back pain was resolving, the vaginal haemorrhage, menorrhagia, micturition urgency, pollakiuria, dysmenorrhoea, fatigue, libido decreased, night sweats, hot flush, ovulation pain, hypoaesthesia, paraesthesia, depression, anxiety, mood swings, weight increased, dyspareunia, asthenia, genital haemorrhage, bone pain, myalgia, scoliosis, intervertebral disc degeneration, spinal cord neoplasm, headache, nausea, neuropathy peripheral, pelvic pain, abdominal distension, alopecia, dyspepsia, insomnia, breast pain, neck pain, coital bleeding, constipation, inflammation and pneumonia outcome was unknown and the vaginal discharge and vulvovaginal pain had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, asthenia, back pain, bone pain, breast pain, coital bleeding, constipation, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, hypoaesthesia, inflammation, insomnia, intervertebral disc degeneration, libido decreased, menorrhagia, micturition urgency, mood swings, myalgia, nausea, neck pain, neuralgia, neuropathy peripheral, night sweats, ovulation pain, paraesthesia, pelvic pain, pneumonia, pollakiuria, scoliosis, spinal cord neoplasm, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: complete coil protruding into uterine cavity. Current weight:170 lbs. Right=2, left=2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus, cervix, bilateral fallopian tubes, resection: interval/ early secretory endometrium. Benign cervix. Benign fallopian tube with paratubal cysts. Essure coils identified. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain, dyspareunia, pelvic pain, pain during intercourse concerning the injuries reported in this case, the following one was reported via social media: genital haemorrhage, bone pain, myalgia, scoliosis, intervertebral disc degeneration, spinal cord neoplasm, headache, nausea, neuropathy peripheral, pelvic pain female, bloating, hair loss, dyspepsia, insomnia, breast pain, constipation , neck pain , bleeding with intercourse, inflammation nos, pneumonia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: social media received. Reporter's information added. Events - constipation, neck pain, bleeding with intercourse, inflammation nos, pneumonia were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal, high increase in chronic pain, every month during ovulation and my period') in an adult female patient who had essure (batch no: 50529422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, mood swings, numbness, nerve pain, paraesthesia of limbs, painful intercourse, painful periods, ovulation pain, lower abdominal pain, vaginal pain and back pain. Concurrent conditions included overweight, neuropathy and syringomyelia. Concomitant products included cefixime (flexeril) since 2013, escitalopram oxalate (lexapro) since 2012, lorazepam (ativan) since 2013 and oxycodone hydrochloride; paracetamol (percocet) since 2013. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), libido decreased ("hormonal changes: low libido"), night sweats ("hormonal changes: night sweats"), hot flush ("hormonal changes: hot flashes"), ovulation pain ("hormonal changes: ovulation pain"), hypoaesthesia ("neurological conditions or problems: numbness"), neuralgia ("neurological conditions or problems: nerve pain"), paraesthesia ("neurological conditions or problems: tingling in extremities"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), mood swings ("psychological or psychiatric problems condition: mood swings") and dyspareunia ("pain during intercourse") and was found to have weight increased ("weight gain"). In 2013, the patient experienced micturition urgency ("bladder or urinary problems or changes: urgent urination"), pollakiuria ("bladder or urinary problems or changes: frequency urinary") and vaginal discharge ("vaginal discharge increase in vaginal discharge"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), feeling abnormal ("neurological conditions or problems: brain fog"), vulvovaginal pain ("vaginal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, neuralgia, feeling abnormal and back pain was resolving, the vaginal haemorrhage, menorrhagia, micturition urgency, pollakiuria, dysmenorrhoea, fatigue, libido decreased, night sweats, hot flush, ovulation pain, hypoaesthesia, paraesthesia, depression, anxiety, mood swings, weight increased and dyspareunia outcome was unknown and the vaginal discharge and vulvovaginal pain had resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, hot flush, hypoaesthesia, libido decreased, menorrhagia, micturition urgency, mood swings, neuralgia, night sweats, ovulation pain, paraesthesia, pollakiuria, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight:170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: total bilateral occlusion. Amendment: the report was amended for the following reason: significant coding correction performed - the coding of event weight loss was updated from weight gain to weight loss. Furthermore, the as reported event term of event weight loss was updated. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal, high increase in chronic pain, every month during ovulation and my period') in a 32-year-old female patient who had essure (batch no. 50529422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, mood swings, numbness, nerve pain, paraesthesia of limbs, painful intercourse, painful periods, ovulation pain, lower abdominal pain, vaginal pain, back pain, scoliosis, hyperopia, breast feeding, joint pain, knee injury, atopic dermatitis, somatic dysfunction, post coital bleeding, musculoskeletal pain, foramen magnum stenosis, asthma and paratubal cyst. Concurrent conditions included overweight, neuropathy, syringomyelia and endometriosis. Concomitant products included atropine, cefixime (flexeril) since 2013, citalopram, diazepam, escitalopram oxalate (lexapro) since 2012, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ketorolac, ketorolac tromethamine (toradol), lorazepam, lorazepam (ativan) since 2013 and oxycodone hydrochloride;paracetamol (percocet) since 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge increase in vaginal discharge") and dyspareunia ("pain during intercourse"). In (B)(6) 2012, the patient experienced libido decreased ("hormonal changes: low libido"), night sweats ("hormonal changes: night sweats"), hot flush ("hormonal changes: hot flashes") and ovulation pain ("hormonal changes: ovulation pain"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced hypoaesthesia ("neurological conditions or problems: numbness"), neuralgia ("neurological conditions or problems: nerve pain"), paraesthesia ("neurological conditions or problems: tingling in extremities"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and mood swings ("psychological or psychiatric problems condition: mood swings"). In 2013, the patient experienced micturition urgency ("bladder or urinary problems or changes: urgent urination") and pollakiuria ("bladder or urinary problems or changes: frequency urinary"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), feeling abnormal ("neurological conditions or problems: brain fog"), vulvovaginal pain ("vaginal pain"), back pain ("back pain"), asthenia ("weakness"), genital haemorrhage ("spotting"), bone pain ("skeletal pain"), myalgia ("muscle pain"), scoliosis ("have scoliosis"), intervertebral disc degeneration ("degenerative disc disease"), headache ("headache"), nausea ("nausea"), neuropathy peripheral ("neuropathy"), pelvic pain ("chronic pelvic pain female"), abdominal distension ("bloating thats make you look pregnant"), alopecia ("hair loss"), dyspepsia ("digestion issues"), insomnia ("insomnia"), breast pain ("achy breast"), neck pain ("neck pain"), coital bleeding ("bleeding with intercourse"), constipation ("constipation"), inflammation ("inflammation") and pneumonia ("pneumonia") and was found to have spinal cord neoplasm ("2 cyst in spinal cord"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, neuralgia, feeling abnormal and back pain was resolving, the vaginal haemorrhage, menorrhagia, micturition urgency, pollakiuria, dysmenorrhoea, fatigue, libido decreased, night sweats, hot flush, ovulation pain, hypoaesthesia, paraesthesia, depression, anxiety, mood swings, weight increased, dyspareunia, asthenia, genital haemorrhage, bone pain, myalgia, scoliosis, intervertebral disc degeneration, spinal cord neoplasm, headache, nausea, neuropathy peripheral, pelvic pain, abdominal distension, alopecia, dyspepsia, insomnia, breast pain, neck pain, coital bleeding, constipation, inflammation and pneumonia outcome was unknown and the vaginal discharge and vulvovaginal pain had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, asthenia, back pain, bone pain, breast pain, coital bleeding, constipation, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, hypoaesthesia, inflammation, insomnia, intervertebral disc degeneration, libido decreased, menorrhagia, micturition urgency, mood swings, myalgia, nausea, neck pain, neuralgia, neuropathy peripheral, night sweats, ovulation pain, paraesthesia, pelvic pain, pneumonia, pollakiuria, scoliosis, spinal cord neoplasm, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: complete coil protruding into uterine cavity. Current weight:170 lbs. Right=2, left=2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus, cervix, bilateral fallopian tubes, resection: interval/ early secretory endometrium. Benign cervix. Benign fallopian tube with paratubal cysts. Essure coils identified. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain, dyspareunia, pelvic pain, pain during intercourse concerning the injuries reported in this case, the following one was reported via social media: genital haemorrhage, bone pain, myalgia, scoliosis, intervertebral disc degeneration, spinal cord neoplasm, headache, nausea, neuropathy peripheral, pelvic pain female, bloating, hair loss, dyspepsia, insomnia, breast pain,:constipation , neck pain , bleeding with intercourse, inflammation nos, pneumonia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: social media received. Reporter's information added. Events - constipation, neck pain, bleeding with intercourse, inflammation nos, pneumonia were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal, high increase in chronic pain, every month during ovulation and my period') in a 32-year-old female patient who had essure (batch no. 50529422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, mood swings, numbness, nerve pain, paraesthesia of limbs, painful intercourse, painful periods, ovulation pain, lower abdominal pain, vaginal pain, back pain, scoliosis, hyperopia, breast feeding, joint pain, knee injury, atopic dermatitis, somatic dysfunction, post coital bleeding, musculoskeletal pain, foramen magnum stenosis, asthma and paratubal cyst. Concurrent conditions included overweight, neuropathy, syringomyelia and endometriosis. Concomitant products included atropine, cefixime (flexeril) since 2013, citalopram, diazepam, escitalopram oxalate (lexapro) since 2012, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ketorolac, ketorolac tromethamine (toradol), lorazepam, lorazepam (ativan) since 2013 and oxycodone hydrochloride;paracetamol (percocet) since 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge increase in vaginal discharge") and dyspareunia ("pain during intercourse"). In (B)(6) 2012, the patient experienced libido decreased ("hormonal changes: low libido"), night sweats ("hormonal changes: night sweats"), hot flush ("hormonal changes: hot flashes") and ovulation pain ("hormonal changes: ovulation pain"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced hypoaesthesia ("neurological conditions or problems: numbness"), neuralgia ("neurological conditions or problems: nerve pain"), paraesthesia ("neurological conditions or problems: tingling in extremities"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and mood swings ("psychological or psychiatric problems condition: mood swings"). In 2013, the patient experienced micturition urgency ("bladder or urinary problems or changes: urgent urination") and pollakiuria ("bladder or urinary problems or changes: frequency urinary"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), feeling abnormal ("neurological conditions or problems: brain fog"), vulvovaginal pain ("vaginal pain"), back pain ("back pain"), asthenia ("weakness"), genital haemorrhage ("spotting"), bone pain ("skeletal pain"), myalgia ("muscle pain"), scoliosis ("have scoliosis"), intervertebral disc degeneration ("degenerative disc disease"), headache ("headache"), nausea ("nausea"), neuropathy peripheral ("neuropathy"), pelvic pain ("chronic pelvic pain female"), abdominal distension ("bloating that's make you look pregnant"), alopecia ("hair loss"), dyspepsia ("digestion issues"), insomnia ("insomnia"), breast pain ("achy breast"), neck pain ("neck pain"), coital bleeding ("bleeding with intercourse"), constipation ("constipation"), inflammation ("inflammation") and pneumonia ("pneumonia") and was found to have spinal cord neoplasm ("2 cyst in spinal cord"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, neuralgia, feeling abnormal and back pain was resolving, the vaginal haemorrhage, menorrhagia, micturition urgency, pollakiuria, dysmenorrhoea, fatigue, libido decreased, night sweats, hot flush, ovulation pain, hypoaesthesia, paraesthesia, depression, anxiety, mood swings, weight increased, dyspareunia, asthenia, genital haemorrhage, bone pain, myalgia, scoliosis, intervertebral disc degeneration, spinal cord neoplasm, headache, nausea, neuropathy peripheral, pelvic pain, abdominal distension, alopecia, dyspepsia, insomnia, breast pain, neck pain, coital bleeding, constipation, inflammation and pneumonia outcome was unknown and the vaginal discharge and vulvovaginal pain had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, asthenia, back pain, bone pain, breast pain, coital bleeding, constipation, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, hypoaesthesia, inflammation, insomnia, intervertebral disc degeneration, libido decreased, menorrhagia, micturition urgency, mood swings, myalgia, nausea, neck pain, neuralgia, neuropathy peripheral, night sweats, ovulation pain, paraesthesia, pelvic pain, pneumonia, pollakiuria, scoliosis, spinal cord neoplasm, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: complete coil protruding into uterine cavity. Current weight:170 lbs. Right=2, left=2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus, cervix, bilateral fallopian tubes, resection: interval/ early secretory endometrium. Benign cervix. Benign fallopian tube with paratubal cysts. Essure coils identified. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain, dyspareunia, pelvic pain, pain during intercourse concerning the injuries reported in this case, the following one was reported via social media: genital haemorrhage, bone pain, myalgia, scoliosis, intervertebral disc degeneration, spinal cord neoplasm, headache, nausea, neuropathy peripheral, pelvic pain female, bloating, hair loss, dyspepsia, insomnia, breast pain,:constipation , neck pain , bleeding with intercourse, inflammation nos, pneumonia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: social media received. Reporter's information added. Events - constipation, neck pain, bleeding with intercourse, inflammation nos, pneumonia were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal, high increase in chronic pain, every month during ovulation and my period') in a 32-year-old female patient who had essure (batch no. 50529422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, mood swings, numbness, nerve pain, paraesthesia of limbs, painful intercourse, painful periods, ovulation pain, lower abdominal pain, vaginal pain, back pain, scoliosis, hyperopia, breast feeding, joint pain, knee injury, atopic dermatitis, somatic dysfunction, post coital bleeding, musculoskeletal pain, foramen magnum stenosis, asthma and paratubal cyst. (B)(6) 2018-final pathology diagnosis: uterus, cervix, bilateral fallopian tubes, resection: interval/ early secretory endometrium benign cervix benign fallopian tube with paratubal cysts. Essure coils identified. Concurrent conditions included overweight, neuropathy, syringomyelia and endometriosis. Concomitant products included atropine, cefixime (flexeril) since 2013, citalopram, diazepam, escitalopram oxalate (lexapro) since 2012, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ketorolac, ketorolac tromethamine (toradol), lorazepam, lorazepam (ativan) since 2013 and oxycodone hydrochloride;paracetamol (percocet) since 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge increase in vaginal discharge") and dyspareunia ("pain during intercourse"). In (B)(6) 2012, the patient experienced libido decreased ("hormonal changes: low libido"), night sweats ("hormonal changes: night sweats"), hot flush ("hormonal changes: hot flashes") and ovulation pain ("hormonal changes: ovulation pain"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced hypoaesthesia ("neurological conditions or problems: numbness"), neuralgia ("neurological conditions or problems: nerve pain"), paraesthesia ("neurological conditions or problems: tingling in extremities"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and mood swings ("psychological or psychiatric problems condition: mood swings"). In 2013, the patient experienced micturition urgency ("bladder or urinary problems or changes: urgent urination") and pollakiuria ("bladder or urinary problems or changes: frequency urinary"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), feeling abnormal ("neurological conditions or problems: brain fog"), vulvovaginal pain ("vaginal pain"), back pain ("back pain"), asthenia ("weakness"), genital haemorrhage ("spotting"), bone pain ("skeletal pain"), myalgia ("muscle pain"), scoliosis ("have scoliosis"), intervertebral disc degeneration ("degenerative disc disease"), headache ("headache"), nausea ("nausea"), neuropathy peripheral ("neuropathy"), pelvic pain ("chronic pelvic pain female"), abdominal distension ("bloating thats make you look pregnant"), alopecia ("hair loss"), dyspepsia ("digestion issues"), insomnia ("insomnia") and breast pain ("achy breast") and was found to have spinal cord neoplasm ("2 cyst in spinal cord"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, neuralgia, feeling abnormal and back pain was resolving, the vaginal haemorrhage, menorrhagia, micturition urgency, pollakiuria, dysmenorrhoea, fatigue, libido decreased, night sweats, hot flush, ovulation pain, hypoaesthesia, paraesthesia, depression, anxiety, mood swings, weight increased, dyspareunia, asthenia, genital haemorrhage, bone pain, myalgia, scoliosis, intervertebral disc degeneration, spinal cord neoplasm, headache, nausea, neuropathy peripheral, pelvic pain, abdominal distension, alopecia, dyspepsia, insomnia and breast pain outcome was unknown and the vaginal discharge and vulvovaginal pain had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, asthenia, back pain, bone pain, breast pain, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, hypoaesthesia, insomnia, intervertebral disc degeneration, libido decreased, menorrhagia, micturition urgency, mood swings, myalgia, nausea, neuralgia, neuropathy peripheral, night sweats, ovulation pain, paraesthesia, pelvic pain, pollakiuria, scoliosis, spinal cord neoplasm, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: complete coil protruding into uterine cavity. Current weight:170 lbs. Right=2, left=2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain, dyspareunia, pelvic pain, pain during intercourse concerning the injuries reported in this case, the following one was reported via social media: genital haemorrhage, bone pain, myalgia, scoliosis, intervertebral disc degeneration, spinal cord neoplasm, headache, nausea, neuropathy peripheral, pelvic pain female, bloating, hair loss, dyspepsia, insomnia, breast pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2020: fu 12 and 13 processed together. Social media received- new event spotting, skeletal pain, muscle pain, have scoliosis, 2 cyst in spinal cord, degenerative disc disease, headache, nausea, neuropathy, chronic pelvic pain female, bloating thats make you look pregnant, hair loss, digestion issues were added. Reporter information was added. On 21-apr-2020: fu 12 and 13 processed together. Social media received- new event insomnia and achy breast were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal, high increase in chronic pain, every month during ovulation and my period') in a 32-year-old female patient who had essure (batch no. 50529422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, mood swings, numbness, nerve pain, paraesthesia of limbs, painful intercourse, painful periods, ovulation pain, lower abdominal pain, vaginal pain, back pain, scoliosis, hyperopia, breast feeding, joint pain, knee injury, atopic dermatitis, somatic dysfunction, post coital bleeding, musculoskeletal pain, foramen magnum stenosis, asthma and paratubal cyst. Concurrent conditions included overweight, neuropathy, syringomyelia and endometriosis. Concomitant products included atropine, cefixime (flexeril) since 2013, citalopram, diazepam, escitalopram oxalate (lexapro) since 2012, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ketorolac, ketorolac tromethamine (toradol), lorazepam, lorazepam (ativan) since 2013 and oxycodone hydrochloride;paracetamol (percocet) since 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge increase in vaginal discharge") and dyspareunia ("pain during intercourse"). In (B)(6) 2012, the patient experienced libido decreased ("hormonal changes: low libido"), night sweats ("hormonal changes: night sweats"), hot flush ("hormonal changes: hot flashes") and ovulation pain ("hormonal changes: ovulation pain"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced hypoaesthesia ("neurological conditions or problems: numbness"), neuralgia ("neurological conditions or problems: nerve pain"), paraesthesia ("neurological conditions or problems: tingling in extremities"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and mood swings ("psychological or psychiatric problems condition: mood swings"). In 2013, the patient experienced micturition urgency ("bladder or urinary problems or changes: urgent urination") and pollakiuria ("bladder or urinary problems or changes: frequency urinary"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), feeling abnormal ("neurological conditions or problems: brain fog"), vulvovaginal pain ("vaginal pain"), back pain ("back pain"), asthenia ("weakness"), genital haemorrhage ("spotting"), bone pain ("skeletal pain"), myalgia ("muscle pain"), scoliosis ("have scoliosis"), intervertebral disc degeneration ("degenerative disc disease"), headache ("headache"), nausea ("nausea"), neuropathy peripheral ("neuropathy"), pelvic pain ("chronic pelvic pain female"), abdominal distension ("bloating that make you look pregnant"), alopecia ("hair loss"), dyspepsia ("digestion issues"), insomnia ("insomnia"), breast pain ("achy breast"), neck pain ("neck pain"), coital bleeding ("bleeding with intercourse"), constipation ("constipation"), inflammation ("inflammation") and pneumonia ("pneumonia") and was found to have spinal cord neoplasm ("2 cyst in spinal cord"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, neuralgia, feeling abnormal and back pain was resolving, the vaginal haemorrhage, menorrhagia, micturition urgency, pollakiuria, dysmenorrhoea, fatigue, libido decreased, night sweats, hot flush, ovulation pain, hypoaesthesia, paraesthesia, depression, anxiety, mood swings, weight increased, dyspareunia, asthenia, genital haemorrhage, bone pain, myalgia, scoliosis, intervertebral disc degeneration, spinal cord neoplasm, headache, nausea, neuropathy peripheral, pelvic pain, abdominal distension, alopecia, dyspepsia, insomnia, breast pain, neck pain, coital bleeding, constipation, inflammation and pneumonia outcome was unknown and the vaginal discharge and vulvovaginal pain had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, asthenia, back pain, bone pain, breast pain, coital bleeding, constipation, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, hypoaesthesia, inflammation, insomnia, intervertebral disc degeneration, libido decreased, menorrhagia, micturition urgency, mood swings, myalgia, nausea, neck pain, neuralgia, neuropathy peripheral, night sweats, ovulation pain, paraesthesia, pelvic pain, pneumonia, pollakiuria, scoliosis, spinal cord neoplasm, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: complete coil protruding into uterine cavity. Current weight:170 lbs. Right=2, left=2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus, cervix, bilateral fallopian tubes, resection: interval/ early secretory endometrium. Benign cervix. Benign fallopian tube with paratubal cysts. Essure coils identified. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain, dyspareunia, pelvic pain, pain during intercourse concerning the injuries reported in this case, the following one was reported via social media: genital haemorrhage, bone pain, myalgia, scoliosis, intervertebral disc degeneration, spinal cord neoplasm, headache, nausea, neuropathy peripheral, pelvic pain female, bloating, hair loss, dyspepsia, insomnia, breast pain,:constipation , neck pain , bleeding with intercourse, inflammation nos, pneumonia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal, high increase in chronic pain, every month during ovulation and my period') in a 32-year-old female patient who had essure (batch no. 50529422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, mood swings, numbness, nerve pain, paraesthesia of limbs, painful intercourse, painful periods, ovulation pain, lower abdominal pain, vaginal pain, back pain, scoliosis, hyperopia, breast feeding, joint pain, knee injury, atopic dermatitis, somatic dysfunction, post coital bleeding, musculoskeletal pain, foramen magnum stenosis, asthma and paratubal cyst. (B)(6) 2018-final pathology diagnosis: uterus, cervix, bilateral fallopian tubes, resection: interval/ early secretory endometrium benign cervix benign fallopian tube with paratubal cysts. Essure coils identified. Concurrent conditions included overweight, neuropathy, syringomyelia and endometriosis. Concomitant products included atropine, cefixime (flexeril) since 2013, citalopram, diazepam, escitalopram oxalate (lexapro) since 2012, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ketorolac, ketorolac tromethamine (toradol), lorazepam, lorazepam (ativan) since 2013 and oxycodone hydrochloride;paracetamol (percocet) since 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge increase in vaginal discharge") and dyspareunia ("pain during intercourse"). In (B)(6) 2012, the patient experienced libido decreased ("hormonal changes: low libido"), night sweats ("hormonal changes: night sweats"), hot flush ("hormonal changes: hot flashes") and ovulation pain ("hormonal changes: ovulation pain"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced hypoaesthesia ("neurological conditions or problems: numbness"), neuralgia ("neurological conditions or problems: nerve pain"), paraesthesia ("neurological conditions or problems: tingling in extremities"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and mood swings ("psychological or psychiatric problems condition: mood swings"). In 2013, the patient experienced micturition urgency ("bladder or urinary problems or changes: urgent urination") and pollakiuria ("bladder or urinary problems or changes: frequency urinary"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), feeling abnormal ("neurological conditions or problems: brain fog"), vulvovaginal pain ("vaginal pain"), back pain ("back pain") and asthenia ("weakness"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, neuralgia, feeling abnormal and back pain was resolving, the vaginal haemorrhage, menorrhagia, micturition urgency, pollakiuria, dysmenorrhoea, fatigue, libido decreased, night sweats, hot flush, ovulation pain, hypoaesthesia, paraesthesia, depression, anxiety, mood swings, weight increased, dyspareunia and asthenia outcome was unknown and the vaginal discharge and vulvovaginal pain had resolved. The reporter considered abdominal pain lower, anxiety, asthenia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, hot flush, hypoaesthesia, libido decreased, menorrhagia, micturition urgency, mood swings, neuralgia, night sweats, ovulation pain, paraesthesia, pollakiuria, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: complete coil protruding into uterine cavity. Current weight:170 lbs. Right=2, left=2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain, dyspareunia, pelvic pain, pain during intercourse . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: mr received new event weakness were added. New reporter, medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal') in an adult female patient who had essure (batch no. 50529422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, mood swings, numbness, nerve pain, paraesthesia of limbs, painful intercourse, painful periods, ovulation pain, lower abdominal pain, vaginal pain and back pain. Concurrent conditions included overweight, neuropathy and syringomyelia. Concomitant products included cefixime (flexeril) since 2013, escitalopram oxalate (lexapro) since 2012, lorazepam (ativan) since 2013 and oxycodone hydrochloride;paracetamol (percocet) since 2013. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), libido decreased ("hormonal changes: low libido"), night sweats ("hormonal changes: night sweats"), hot flush ("hormonal changes: hot flashes"), ovulation pain ("hormonal changes: ovulation pain"), hypoaesthesia ("neurological conditions or problems: numbness"), neuralgia ("neurological conditions or problems: nerve pain"), paraesthesia ("neurological conditions or problems: tingling in extremities"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), mood swings ("psychological or psychiatric problems condition: mood swings") and dyspareunia ("pain during intercourse") and was found to have weight increased ("weight gain/ weight loss (specify which one): loss"). In 2013, the patient experienced micturition urgency ("bladder or urinary problems or changes: urgent urination"), pollakiuria ("bladder or urinary problems or changes: frequency urinary") and vaginal discharge ("vaginal discharge increase in vaginal discharge"). In july 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), feeling abnormal ("neurological conditions or problems: brain fog"), vulvovaginal pain ("vaginal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, neuralgia, feeling abnormal and back pain was resolving, the vaginal haemorrhage, menorrhagia, micturition urgency, pollakiuria, dysmenorrhoea, fatigue, libido decreased, night sweats, hot flush, ovulation pain, hypoaesthesia, paraesthesia, depression, anxiety, mood swings, weight increased and dyspareunia outcome was unknown and the vaginal discharge and vulvovaginal pain had resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, hot flush, hypoaesthesia, libido decreased, menorrhagia, micturition urgency, mood swings, neuralgia, night sweats, ovulation pain, paraesthesia, pollakiuria, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs received. Event injury was updated and new events: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), fatigue, hormonal changes: low libido, night sweats, hot flashes, painful ovulation, neurological conditions or problems: numbness, nerve pain, tingling in extremities, nerve pain, brain fog, pain, psychological or psychiatric problems condition: depression, anxiety, mood swings, vaginal discharge, weight gain, lower abdominal pain, vaginal pain, back pain, brain fog were added. Lot number added. New reporters, plaintiffs information added. Concomitant conditions, drugs, medical history and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.